Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how many devices demonstrated the alleged deficiency? Multiple¿they opened quite a few before they determined it was the whole box. - did the event occur during one or multiple patient procedures? One. - what is the total number of procedures? One. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - please provide the source or name of person providing answers to follow-up questions. (B)(6). When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The suture broke during use on the patient. There was however no impact on the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Surgeons complaining that the suture thread is breaking too easily...almost disintegrating as they use it. There were no surgical delays. There were no patient consequences reported. Additional information was requested.